Event description:
I had a right total hip replacement on (B)(6) 2006. I received the depuy total hip system pinnacle 100 acetabular cup system mm52. Prior to surgery, I had groin pain. After surgery, the pain went away but then in the spring of 2012 radiographs showed concerning debonding of the proximal sleeve of the right femoral. Component, I had to have a revision of my right hip replacement on (B)(6), 2012 requiring additional hospitalization. Reason for use: right hip osteoarthrosis.